Manufacturer narrative:
The reported event of premature battery depletion was not confirmed in the laboratory. The device¿s session record was reviewed which showed the device exited shipped setting on june 1st, 2020, 63 weeks prior to implant. There was approximately 1% usage per week after the device exited shipped settings. The remaining battery capacity at the time of implant should be at 40%. An assessment of total projected longevity was performed and found that the device exceeded projected longevity by 0.29 year. The device exhibited normal battery depletion. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited premature battery depletion. It was noted that the low battery indication was no preceded by excessive transmission or high volume of event data storage. On (B)(6) 2020, the device was explanted and replaced successfully. The patient was reported to be in stable condition following the procedure.